Event description:
It was reported to tyco healthcare kendall in 2005 that a customer had a problem with a sharps container. According to the customer there was a needle stick injury that occurred in june. The nurse stuck their hands in the container to try and get moreneedles into the container.